Event description:
It was reported that during a cholecystectomy procedure, the clip did not seal in the center. There was no reported patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.